Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read "high." To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin. Reportedly, the customer was using lumjev insulin with the pump. Tandem customer technical support informed customer that lumjev insulin is off-label per the user guide, which the caller acknowledged and understood. Ultimately, the customer reverted to an alternate method insulin therapy.